Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The field complaint of no rf telemetry and no magnet response was confirmed. The device was received with no telemetry and no output due to battery reaching end of life (eol) level. The device was cut open and a new battery was attached to reload the product code. Analysis performed after reloading product code exhibited normal device characteristics and did not find any anomaly. Longevity assessment was performed, and the implant duration exceeds 75 % of total projected longevity indicating normal battery depletion.

Event description:
During an in clinic follow-up, the device as not able to be interrogate with a programmer and no magnetic response was detected. The device was suspected to be at end of life (eol) sooner than the previous longevity estimation. The device was explanted and replaced to resolve the event. The patient was in stable condition.